Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 596 mg/dl. The customer was treated with manual injections. The customer was admitted to the hospital. Customer's blood glucose at time of 911 call was unknown. The customer cause of 911 call was high blood glucose, high potassium and heart attack. The customer was off through the week. The customer insulin pump will be replaced with cot pump.